Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported complaint deformation and distortion has been identified as component failure, indicating an expected or random failure with no design or manufacturing issues identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly. Date of event is unknown. Additional information will be provided if available.

Event description:
During device evaluation, it was found that the adhesive on the a-rubber had chipped on the bronchovideoscope. There was no patient involvement.